Event description:
During a plastic surgery on (B)(6) 2020 to change breast implants the surgeon used "seri scaffold mesh" causing problems a month after as seroma, hematoma, muscle numbness, double encapsulation and additional tests are on their way before a second surgery with another surgeon. "Seri scaffold mesh" was out of the market when owned by allergan, taken this mesh for this specific use. It changed ownership and they were sued again 2016. The product is in the hands of this "plastic surgeon and using it in a". I am under other tests as mrl, antibiotics and finding another surgeon that can fix this situation as it is hurtful. It is challenging to find a surgeon that fixes a mess done by other; 1 am doing my best to move fast and avoid further issues. The main purpose of this claim is to stop the wrongful usage of this product asap. Dr has lot number and date of expiration, not provided to me.